Event description:
It was reported by the customer that a bd pyxis medstation es system had drawer failure. The customer reported that the user were able to recover or use alternative means to get meds. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch striker magnet was missing in full height cubie drawer 6 on main. A field service engineer removed and replaced latch striker magnet to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer reported that the user were able to recover or use alternative means to get meds and there was no pro long delay in patient there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch striker magnet missing in full height cubie drawer 6 on main. A field service engineer removed and replaced latch striker magnet. The system was functioned as intended.